Manufacturer narrative:
No pump error 79 alarms, pump error 28 alarms or pump error 2 alarms noted during testing. No pump error 3 alarms noted during testing or in the device trace download. Pump error 63 was present in the device trace download, problem isolated to electronic board stack. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose was unknown. Customer reported they received the main arm cannot communicate with the motor arm alarm three times. Customer reported that the settings were cleared. Customer reported that the insulin pump error alarms recurred. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per doctor of medicine. The insulin pump will be returned for analysis.